Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2020, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was alleged that there was moisture within the battery compartment.